Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output and an adverse event on (B)(6) 2015. Patient stated that before getting into the car, they checked their blood glucose (bg) and it appeared normal. During the drive, the patient felt low and lost control of the vehicle. Patient stated the car was totaled. Patient declined providing any further event details. Additionally, patient tested the receiver and the low alert function only vibrated. No additional event or patient information is available.